Manufacturer narrative:
A line on electrolyte injection cup (eic) was leaking. The customer replaced check valve. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak on unicel dxc 600 pro synchron clinical system. There was no effect to patient or user.